Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment/event. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% and without any interruption and all laser system functions were within specifications. No abnormalities that could have contributed to this event were found during device history records review. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported blurry vision in a patient's left eye approximately 5 months post lasik. Vision was reported blurred due to an irregular epithelium and anterior basement membrane dystrophy. The patient reported minor discomfort upon awakening. A bandage contact lens was placed over the eye. An antibiotic and a topical steroid were prescribed. An epithelial debridement is scheduled. Upon follow up, patient continues to be monitored.